Manufacturer narrative:
(B)(6) 2011.the analysis on this device is pending. (B)(6) 2011.

Manufacturer narrative:
(B)(4) 2011, the analysis on this device is pending.

Event description:
During a device interrogation, a message was seen stating the device was in standby mode. Re-initialization was attempted and was unsuccessful with telemetry errors. The manufacturer reviewed the programmer files and recommended explantation if normal communication could not be restored with a device reset. It was reported that the device could not be interrogated and the physician decided to explant the device on (B)(6) 2011.

Event description:
During a device interrogation, a message was seen stating the device was in standby mode. Re-initialization was attempted and was unsuccessful with telemetry errors. The manufacturer reviewed the programmer files and recommended explantation if normal communication could not be restored with a device reset. It was reported that the device could not be interrogated and the physician decided to explant the device on (B)(6) 2011.